Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-15372- device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15372. The initial MDR with manufacturing report number (3003442380-2025-15372), was submitted on 27-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 14-sep-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005977 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005977 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac 14, on 14/sep/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4c01185 was manufactured according to the wi version 33 welding in the machine ls24 & ls25, on 08/mar/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4c00362 was manufactured according to the wi version 33 welding in the machine ls06 & ls07, on 08/mar/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4c01184 was manufactured according to the wi version 33 welding in the machine ls24 & ls25, on 07/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4b05724 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 08/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4c01186 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 07/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4c01187 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 06/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4b05725 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 09/mar/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4c00350 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 10/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.